Manufacturer narrative:
Sections h3 and h6: codes indicating product would not be returned were sent in error. H3 other text.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (transfer set), is related to case with patient identifier (B)(6) (adapter). Product will not be returned.

Event description:
It was reported that insulin leaked between the luer connection of the transfer set and the adapter resulting in elevated blood glucose levels.